Event description:
The customer reported that he changed the infusion set and filled the reservoir with 100.0 units of insulin. The customer stated that the next day morning, he woke up with low blood glucose of 87 mg/dl, but throughout the day his glucose level went up to 298 mg/dl. The customer stated that his wife saw the reservoir was completely empty, and yet when he checked the units it showed 90.0 units left. The customer also mentioned that on a few occasions the insulin keeps coming during the fill tubing process after he has already pressed escape. Performed a displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.